Event description:
Customer reports a past event of absence of no delivery alarm. Customer reports that he had high blood glucose and when he changed infusion set, he realized that cannula was bent and he did not receive a no delivery alarm. Customer's blood glucose was 140 mg/dl. Customer was not able to troubleshoot as he was at work, but was advised to run high pressure test. Customer was also advised that if any insulin was delivered at all without pressure, then alarm would not sound. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.